Event description:
It was reported that the console is working in low power. Then, case saver mode was activated and error 63 was prompted. There was no patient or procedure involved.

Manufacturer narrative:
MFR email address: (B)(4).

Event description:
It was reported that the console is working in low power. Case saver mode was activated, and error 63 was prompted. There was no patient or procedure involved.

Manufacturer narrative:
MFR email address: (B)(6). After service repair was performed by the field service engineer, the mirror of the console was returned to the lab and was visually inspected. The mirror was found to have white ash burnt marks. After the field service engineer changed the f s mirror, the issue was resolved, and the unit was within specification. Therefore, it is likely that the f s mirror was damaged and the reported allegation is confirmed. The components damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Since expected or random components failures were identified without any design or manufacturing issue, the conclusion code of cause traced to component failure is selected for the complaint.

Event description:
It was reported that the console is working in low power. Case saver mode was activated, and error 63 was prompted. There was no patient or procedure involved.

Manufacturer narrative:
MFR email address: moshe.barenboym@bsci.com. The service repair was performed by the field service engineer. During service repair, the field service engineer (fse) removed the top covers and topped off the fluid. The top front cover was damaged which caused the inability to secure the cover to the frame causing space between the covers. The excess spacing can introduce dust or fluid into the laser. A request for a quote was sent to the technical assistance center. The engineer verified that the console was in case saver mode and found that brick 1 was at 155. The second relay mirror on the brick was replaced and both near and far alignment was performed. The aiming beam was adjusted, and the centration was verified to be good. The checklist was completed. According to the information provided, it is likely that the relay mirror was damaged. After replacement, however, the issue was resolved, and the unit was within specifications and functioning as intended. Therefore, it is likely that the damaged relay mirror could have affected the device performance leading to the event experienced by the customer. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation.